Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 18043251. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 341472.

Event description:
It was reported that the patient leads had high impedances. It was also noted that patient was getting a minimal relief. The patient underwent a scs revision and doing well post operatively. The explanted devices were not collected due to facility policy.